Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the anchors broke during the procedure and one remained in the patient.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: broken during surgery. Probable root cause: design: inadequate raw material specification (needle or depth indicator) needle tube thickness too thin or too thick suture does not have adequate working length inadequate handle assembly design inadequate raw material depth indicator thickness too thin or too thick process: depth indicator not manufactured to specification needle or implant body not manufactured to specification dimple process on needle not manufactured to specification inadequate design of needle/depth indicator to create interference to retain/remove depth indicator stiffener not manufactured to specification application: user intentionally bends/forces instrument (g8) incision too small (g9) inadequate or improper visualization (g10) user not familiar with device use (g11) user does not use sled or other technique to prevent catching on soft tissue (g12) the device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the anchors broke during the procedure and one remained in the patient.

Event description:
It was reported that the anchors broke during the procedure and one remained in the patient.

Manufacturer narrative:
The investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, USA and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: air+ broke during surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) incision too small, 3) inadequate or improper visualization, 4) user does not use sled or other technique to prevent catching on soft tissue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.